Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for urinary and bowel dysfunction it was reported that the patient stated that they experienced pain at the generator site and had pain when palpated by the provider on (B)(6) 2026. Provider was able to palpate the inferior edge of the generator but not the superior edge. Patient pain was experienced especially when sitting in certain positions and when she bu mped the site. The patient met with the hcp on (B)(6) 2026, and revision was recommended. It was stated that this was possibly related to the device or therapy and not related to the implant procedure. As for intervention, a pocket revision was done on (B)(6) 2026. Resolved without sequelae (B)(6) 2026